Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown laparoscopic procedure, several clips were malformed, however, the device functioned properly after that. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and a double fed incident was noted, causing two clips being malformed; after the device was cleared, the remaining 8 clips were properly fed and formed. Then the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.